Event description:
It was reported that a catheter issue occurred. The opticross peripheral ivus imaging catheter was selected for ultrasound examination of the target lesion. During insertion, difficulty advancing the catheter through the 8 fr sheath was encountered and the wire perforated the catheter, resulting in poor imaging. The procedure was completed with another of the same device. There were no patient complications, the patient fully recovered.

Manufacturer narrative:
Pro code (product code): obj, itx. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.